Event description:
During a ptca, the physician experienced removal difficulties. The guide catheter kinked during advancement and the physician was attempting to exchange the catheter. During removal the guide catheter became stuck in the sheath and was removed with some force. No pt injuries or complications were reported.